Event description:
The suspect device was used to check the customer's blood glucose. A result of 136 mg/dl was obtained. They dosed insulin and didn't eat breakfast. Three hours later they had an insulin reaction. Emergency medical technicians were called and they checked pt glucose and the level was 51 mg/dl. They were treated for hypoglycemia. Controls were not used. The device was replaced and requested to be returned for evaluation.